Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker was experiencing diagnostic anomaly. No intervention has been performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.